Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/2/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: visible moisture corrosion in battery compartment. Display is dim, orange. Battery compartment crack on left side of grip pad and above and below grip pad. Leak test failed due to battery compartment crack. Opened pump, no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.